Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery. The customer's blood glucose (bg) level was 502 mg/dl. Customer administered a manual injection of insulin to address high bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.